Event description:
It was reported that the insulin pump had a blank display after having been exposed to fluid from pool water. The blood glucose reading was 89 mg/dl. The customer stated that she had forgotten that she had the device still connected and got into the pool. She noted that the insulin pump went blank immediately thereafter. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.